Event description:
Complainant alleged that during functional testing, the device displayed "pacer fault 116", "defib fault 72", "bridge test failed", "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.